Event description:
The small white tube snapped or slipped out of the dome connector and was found lying in bed. Per (B)(6) incident report received (B)(6) 2013: "snapped connector where rubber chest drain meet the screw connector. Chest drain was removed and chest x-ray performed. No escalation of treatment was required." As per complaint form: "bilateral chest drain in situ, no drainage - well secured with dressing. Patient extubated, as he was wriggling in bed, the drain was noted to be snapped off and lying in bed." The remainder of the drain was clamped and removed as per policy. A small pneumothorax was visible on chest x-ray. Drains were put in for effusions - no previous pneumothoracies.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.